Manufacturer narrative:
The correct aware date of the latest information is 2020-feb-21. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep did not have patient's recharge statistic. The reprogramming was successful for pain relief. Patient had battery replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, the consumer reported via the manufacturer representative that she was charging 4-6 hours every two days. The patient was interested in replacement with a different model. No external or patient factors were known to contribute to the issue. No diagnostics or interventions were taken and the issue was not resolved at the time of the report. No patient symptoms reported. On (B)(6) 2020, additional information was received from the manufacturer representative (rep) reporting the cause of the event was unknown. It was reported the patient¿s device usage was 70 percent and their settings were amps ¿ 2.7v, pulse width ¿ 90ms, rate ¿ 1000hz, electrode 1 + , electrode 2-. It was reported that the patient was reprogrammed to 800/300 and it was unknown if the issue was resolved, but the rep would follow-up for more information. They stated that the patient was interested in a newer ins model upgrade and the patient¿s healthcare provider (hcp) was aware. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep reported they believed the product was discarded.